Manufacturer narrative:
This is to correct and remove the codes that were initially reported - removing codes for: investigation conclusions code - 50 this code was entered by mistake. This follow up report is to correct this mistake.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.